Event description:
It was reported to philips that the shock button for the device was not working. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and it was discovered that switch sw3 had been broken off. Once installed in an mrx test fixture, functional testing was performed and it was verified that the unit failed shock testing as the shock button switch had been broken off. Upon conclusion of the evaluation, the reported problem was confirmed and the processor pca was found to be faulty. The evaluation data was recorded and the component was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the shock button for the device was not working. There was no patient involvement.